Event description:
20 gauge catheter separated from hub during first few mins of CT dye injection. Pt had received 125 ccs of omnipaque 240 for the first scan without incident. Pt was getting an add'l 75ccs of the same dye, approx five secs into the injection it was noted that there was dye leaking from site. Power injector was running at 3ccs per sec. The tape was removed and it was noted that the catheter had separated from the hub. Blood was leaking out the catheter end. Catheter was removed.